Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's insulin pump gave them a square bolus while they were sleeping. The customer¿s blood glucose level was unknown at the time of the incident. The pump report was analyzed and no issue was found. Troubleshooting was not completed. The caller does not trust the pump. The insulin pump will be returned for analysis.